Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, and vaginal scarring. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2007 and were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/04/2016.